Manufacturer narrative:
The customer reported that during a patient procedure, ring artifacts appeared on the patient images. There was no report of misrepresentation as a result of the ring artifacts. A philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse performed test scans utilizing the system phantom and confirmed that the images contained ring artifacts. The fse completed air calibrations and performed a visual inspection of the compensator located in the collimator. The fse determined there was a crack in the compensator which resulted in the ring artifacts on the patient images and test scans. The fse replaced the a-plane collimator and performed system testing to resolve the issue. The system is in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Internal cross reference: (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.